Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal hydromorphone via an implantable pump for non-malignant pain. It was r eported that while on call, the patient mentioned they received updates on their handset and it was later determined that the patient was receiving a 'communicator updater' every day. Then the patient reported that since they got the pump, it has been taking longer and longer for the communicator to connect to the pump to deliver a bolus. The patient stated the handset would go fast to searching for pump 90% and then it would sit there for some time prior to progressing. The patient stated it took about 8 minutes in total for them start to finish to receive a bolus. The patient stated that when they first got it, it would only take 2 minutes at the max to connect and deliver the bolus, but over time it has gotten slower and slower. The patient stated holding the communicator through a shirt or directly on their skin had not made a difference. The patient connected to the pump on the call with a pause at 90%, but then was able to connect through and read an expected 1 hour and 20 minute lockout. The agent reviewed considerations and reviewed closing out of all running applications and the patient would monitor and call back for assistance as needed. The agent consulted with health care information technology (hcit) after the call and hcit reviewed apps were likely running in the background and to c lose all applications after use.